Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. The customer's blood glucose at the time of the hospitalization was 750 mg/dl. Customer could not recall what caused their high blood glucose. It was also found the customer was hospitalized for six weeks. The customer also reported feeling thirsty, frequently urinating, and being sleepy as a result of their high blood glucose. Customer was treated with humalog at the hospital. No additional information provided.